Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2020. The patients mother stated that the cgm was reading 24.0 mmol/l, but the bg value at the same time was 2.0 mmol/l. The mother stated the patient felt dizzy and she caught the hypoglycemic event in time and gave the patient glucose. The patient did not have to be taken to the hospital. At the time of event the mother stated the patient recovered fine and the mother replaced the sensor. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.